Manufacturer narrative:
.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and low blood glucose event. The customer¿s blood glucose was 40 mg/dl at the time of incident. Customer also mentioned that the senor reading was off by 100 points from the blood glucose reading. Stuck button troubleshooting was performed customer stated that they were unsure if the insulin pump button was pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer had a low blood glucose of 40 mg/dl and treated. No low blood glucose troubleshooting was performed. .the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing.